Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump froze and had keypad anomaly. The customer¿s blood glucose level was 90mg/dl. Customer stated that buttons were unresponsive. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.